Event description:
A defective 3t vent valve was verbally communicated to the 3t corporate office. A vent valve is a one-way valve used in a blood line during open heart surgery. The defective valve leaked a small quantity of blood as an added component to a custom tubing pack mfg and distributed by medtronic, inc. A prior "out of the box" failure occurred at the same hosp prior to using a similar device sold by 3t that leaked clinically.